Manufacturer narrative:
This report is submitted may 08, 2017.

Event description:
Per the clinic, the patient developed and infection and subsequently was treated with oral and IV antibiotics (date and duration not reported); however the issue could not be resolved, resulting in the decision to explant the device (date not reported).

Manufacturer narrative:
This report is filed on june 28, 2017.